Event description:
It was reported that the following day after implant of a right ventricle leadless pacemaker (rvlp) device interrogation revealed loss of capture. The rvlp was found to be dislodged and migrated to the coronary sinus. The physician elected to retrieve and attempt to reimplant the rvlp, however, the helix of the rvlp was found to be extended during extraction. A new rvlp was used to complete the procedure. There were no patient consequences.